Manufacturer narrative:
Hpc lot # - 05210. St lot # - 202104. The side of the display screen is cracked, usb cable connector is corroded, debris in water filter. Damaged parts have been replaced. Unit have been calibrated and tested to factory's specs. No other faults found.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 300 series g310 they allege that the handpiece is getting hot and they have low to no water flow. No injury resulted.